Event description:
During a follow-up, the right ventricular (rv) lead was unable to sense properly. After several repositioning attempts, the rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of no sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.